Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
It was reported that guidewire piece was found in the patient after a case performed by surgeon. The guidewire piece broke off during surgery and was found using x-ray and removed from the patient. Patient had to have second surgery due to guidewire piece being stuck in their urinary tract. There was pain and discomfort. Per clinical follow up information received via email on 16-oct-2024, the 61-year-old male had a kidney stone and required surgery on (B)(6) 2024. Prior to use, there were no issues noted with the device. The patient later came in for an infection, and the broken piece of guidewire was identified by x-ray. On (B)(6) 2024, the patient had surgery to remove the guidewire fragment. The director of nursing confirmed the piece looked to be the end of the solo plus guidewire. There was no additional patient impact following the second surgery.